Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for a pd catheter (not a (B)(6) product) site infection. There were no reported allegations of any adverse effects from (B)(6) products. In an additional follow-up call with the patient¿s pd nurse, it was confirmed that the patient had a pd catheter infection. The nurse also confirmed that the patient did not have peritonitis or any other adverse effects due to (B)(6) products. The patient has been discharged from the hospital and is on hemodialysis for renal replacement needs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).